Manufacturer narrative:
Product evaluation: no product was returned. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4). This report was mailed to FDA on: 05/19/2011. (B)(4).

Event description:
A surgeon reported that a patient has difficulty seeing eleven years following intraocular lens (iol) implant surgery. The surgeon also reported that he noted the iol was "almost likely to drop down" into the vitreous cavity due to weak zinn zonules. The iol was explanted and an "alternative iol fixation" was performed. The surgeon stated that there was no visual acuity decrease related to the iol; but observed light surface scattering on the edge of the iol. Additional information has been requested.